Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 10. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured screw was confirmed. Visual inspection of the as returned screw identified that the device was fractured across the based of the head. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed for the screw, as the lot number associated with the screw is not available. A year-long complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Lot number is not provided / unknown.

Event description:
Doctor reports that the mhlas screw fractured in the implant and the implant was removed. Tooth site # 30.